Event description:
It was reported that the rover was not working at the healthcare facility and that this caused a delay of one hour. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the rover was not working at the healthcare facility and that this caused a delay of one hour. It was reported that a patient was involved in the event. The healthcare facility was not aware of any other information regarding this reported event.

Manufacturer narrative:
Additional information regarding the reported event was provided by the healthcare facility.

Manufacturer narrative:
During the device evaluation, it was confirmed that the rover was not working, and it was found that the hepa filter hours needed to be reset. The need to reset hepa filter hours is a potential cause of the reported loss of function.